Event description:
The customer reported to olympus, the cleaning brush was observed to be caught on the evis exera ii colonovideoscope during an unknown procedure. The customer also requested the control knobs be adjusted to factory standard. Upon inspection and testing of the customer¿s returned device, a foreign object was found in the biopsy channel, which had been attributed to insufficient cleaning. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. During inspection, cracked glue was noted by the bending section cover, foreign object was noted in the biopsy channel, small chip was noted by the plastic cover, slight discoloration was noted on the light guide tube, and it was also noted that the upward/downward knob was loose. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Updated field: this supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and additional information provided by the reporter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. During investigation, physical damage was noted on the biopsy channel and foreign material was found in the biopsy channel.. The exact root cause of the failure could not be identified. However, based on the results of the investigation, it is likely, force was inserted to the endo therapy accessories which caused physical damage to the biopsy channel. Then, foreign material adhered to the damaged part of the channel, was not completely removed even the user performed reprocessing. The instructions for use (IFU) states not to insert/withdraw endo therapy accessories with excessive force. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received indicating, the reported issue occurred during a colonoscopy procedure. It was indicated that pre-cleaning is performed immediately after the procedure.